Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on 13 most distal stent rows, stent struts were flattened and appeared to have been pinched. On the most proximal row, the stent struts were lifted. The maximum crimped stent profile was measured which is within the specification. Stent damage most likely occurred due to handling of the device during preparation following removal of the stent protector. However the stent protector was not returned for analysis. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. Hypotube kinks most likely occurred due to handling the device during preparation. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. However, the extrusion shaft appeared bent but after performing a tactile test, no kinks were felt. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2017. It was reported that shaft kink occurred. A 3.00 x 38mm synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, it was found that the proximal part of the stent delivery catheter was kinked. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.